Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that they think the implant battery is running out too fast and they are experiencing pain. Patient service specialist asked, patient confirmed that they have not increased any of the intensity settings. Patient also stated that it is taking a longer time to charge the implant; takes an hour to get the implant charged from 20-30% to 100%; agent reviewed that recharge time is actually pretty typical, but may have something to do with combined ins rapid depletion issue. Patient mentioned that they go to sleep with ins at 100% and wake up at 20-30%, so ins is almost fully depleting every 12 hours. Agent asked event date, which patient said had been going on for about 2-3 months. The patient was redirected to their healthcare provider to further address the issue; agent provided and explained use of nas phone number to appointment with rep. Patient mentioned they have memory issues. Patient may call back if they are still experiencing charge duration issues after meeting with rep for programming/interrogation of ins.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that they were unable to meet with their doctor. Waiting for their doctors appointment in (B)(6).